Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 21:44, the result was 358 mg/dl using meter serial number (B)(4) . At 21:47, the result was 528 mg/dl using meter serial number (B)(4). At 21:54, the result was 253 mg/dl using meter serial number (B)(4). At 22:00, the laboratory result was 248 mg/dl.